Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery was not lasting long, rejected new battery, an insulin flow block alarm, and a sensor updating loop. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-397a, mmt-332a, mmt-7040a. Troubleshooting was partially initiated, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-397a, mmt-332a, mmt-7040a.

Manufacturer narrative:
Unit passed the self-test, sleep current test, active current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No failed battery test or unexpected battery alarms noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 01-aug-2025 or two days prior. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review, in the pump history found: low battery alarms on 07/25/2025 09:35:00. Battery cycle 2.0 received the lowbatteryalert (104) on 07/25/2025 09:35:00 faster than expected at 6.65 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: stained keypad overlay, battery tube threads - cracked and scratched case. No delivery/occlusion alarm, unexpected insulin flow blocked alarm and failed battery test were not confirmed during testing. Customer alleged for charge/battery lasts less than expected was confirmed, suspecting hardware issue. Problem isolated electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.